Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. No unexpected reprogram alarm anomalies noted. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and lost setting after battery change. Customer stated that the insulin pump had random no delivery alarm. Customer reported that insulin pump had rejected new batteries and battery last less than seven days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.